Event description:
The hcp reported the pt experienced an overdose at refill. A volume discrepancy was reported. A rotor study was done and reported as fine. A catheter revision was done for a kinked catheter. The pt is reported to be fine now. A follow up report will be sent when additional info is received.